Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset.

Event description:
It was reported that the implantable cardiac monitor (icm) performed a power on reset (por). The por was cleared with the programmer and the device remains in use. No patient complications have been reported as a result of this event.